Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse checked the diagnostic logs and verified the low vacuum alarms. The static vacuum was checked and was within specifications. The fse performed k6, k6a, k7, k8 test and the tests failed. To fix the issue, the fse replaced the drive manifold assembly. The iabp unit passed all functional and safety tests; and was returned to customer for clinical use.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) presented a low vacuum alarm. The iabp was rebooted to continue operation until the unit was able to be exchanged. The iabp was labeled ¿low vacuum¿ and taken to the biomedical engineer department. No patient harm or adverse event was reported.